Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak, aneurysm rupture. Disease progression; neck dilatation. Conclusion: disease progression; neck dilatation.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient presented emergently with belly pain. A CT revealed a 2cm migration of the aneurx stent graft with a possible contained rupture and a type I endoleak was also observed. The migration was due to neck dilatation and disease progression. The physician elected to treat the patient with an endurant cuff and post dilatation with a reliant balloon. There were no complication during the intervention and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.